Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: 08/09/2013. The MFR internal ref number is: (B)(4).

Event description:
A tech reported a pt with a corneal abrasion in the right eye three weeks following lasik treatment. Pt reported he flushed the eye with tears but still had a foreign body sensation. There was no treatment for the corneal abrasion. In a f/u with a tech, she indicated the corneal abrasion had resolved. At the pt's last post operative exam, the surgeon recommended cyclosporine ophthalmic emulsion drops for dry eyes. The pt has not scheduled another appointment for f/u. The tech also reported that the surgeon does not feel the corneal abrasion is related to the lasik treatment.